Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding serious injuries associated with insulin pump usage from the attorney of the family. The information received on may 5, 2020 stated the following - reporter alleges: in or about 2003 the customer began using an insulin pump. In (B)(6) 2019 the customer started using a medtronic minimed 670g pump. On or about (B)(6) 2019, the customer began experiencing rapid drops in their blood glucose that were difficult to correct. The customer also had high blood glucose events in (B)(6) 2020. The insulin pump will not be returned for analysis.